Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years post deployment, a CT revealed some prongs extended beyond the ivc wall i.e.,1 posterior prong extended 8mm embedded in the right psoas muscle. In addition, a radiopaque metallic density was observed in the interventricular septal region of the heart. Approximately three weeks later, a chest x-ray demonstrated a linear radiopaque density lateral to left heart border and 2 faintly linear radio-opaque densities were overlying the heart border. The patient was scheduled for ivc filter removal the same day. A 5-french introducer sheath was used and the snare was able to attach to the apex, but would not engage the hook itself. Attempts to gently dislodge the filter were unsuccessful. Consequently, a 16-french introducer sheath and an amplatz gooseneck snare was used to capture the filter apex and then pulled out entirely. Therefore, the investigation can be confirmed for perforation of the ivc, limb detachment and retrieval difficulties. Additionally, the investigation is unconfirmed for filter migration to heart as the filter was successfully retrieved from the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: potential complications: -movement, migration or tilt of the filter are known complications of vena cava filters. -filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques perforation or other acute or chronic damage of the ivc wall precautions: -retrieve the eclipse filter using an intravascular snare or a recover y cone removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated and migrated to the heart. Reportedly, two detached limbs are in the left lung and one partial limb is in the interventricular septum of the heart. The device was removed percutaneously; however, there were no reported attempts made to retrieve the detached limbs. The patient reportedly experiences chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated and migrated to the heart. Reportedly, two detached limbs are in the left lung and one partial limb is in the interventricular septum of the heart. The device was removed percutaneously; however, there were no reported attempts made to retrieve the detached limbs. The patient reportedly experiences chest pain; however, the current status of the patient is unknown.